Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 32 mg/dl. Details regarding symptoms or treatment of their low blood glucose levels were not provided and troubleshooting was declined for the low levels. The customer stated that the that the insulin pump had an audio anomaly. They did not hear the difference between audio volumes 1 and 5. The device failed the audio test. It is unknown if auto mode was active at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. (B)(4).